Manufacturer narrative:
The customer reported the tubing broke, and returned one sample of material mpx5302-c, lot 23129289. Upon initial visual examination, the set verified the complaint of separation. The outlet of the y-site and the tubing connection was separated. The manufacturing plant found the root cause for the separation issue to be related to incorrect solvent application by the assembler or issues with the solvent dispenser. The plant did not take any actions to address the failure as the line for material mpx5302-c was reactivated at a different bd plant, starting 10mar2025. The plant that produced this batch is no longer producing the material number. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that they had issue with extension set pictures show tubing broke.